Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00006376. A patient experiencing lead erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s left lead eroded the skin and migrated out of the wound site. Patient did not have bilateral therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The reported observation of skin erosion cannot be confirmed through lab analysis alone. A visual microscopic inspection of the 3186 percutaneous lead found it was intact and complete. The lead did not appear to have any exterior damage and passed electrical testing for end-to-end continuity and insulation resistance.